Manufacturer narrative:
Initial reporter phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, review of the alarm log, and functional testing were performed. The f_94 alarm was found during review of the alarm log as well as functional testing. In addition, an f_38 (malfunction in tube misloading detection circuitry) alarm was found. The device presented a depleted main battery and damaged tube misloading sensor. To correct the condition, the lead acid battery and tube misloading sensors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.